Manufacturer narrative:
Device was received with a scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump had many scratches on the display. The display was worn. No other details were provided. Nothing further reported